Event description:
It was reported that the cardiohelp display fluctuating pressure values when the connection cable for disposables was moved near the connector. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the cardiohelp display fluctuating pressure values when the connection cable for disposables was moved near the connector. The failure occurred during routine testing. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation. The failure could not be replicated and therefore, no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. No exact root cause could be identified. However, according to the risk file v24 of the cardiohelp the following root causes can lead to the reported failure: - wrong plugged external pressure sensor or disconnection (mix up) - disturbed (emi) pressure sensor - rf system - response time is too long - too high / low atmospheric pressure according to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Referring to the instruction for use (IFU) of the cardiohelp, chapter "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use if there is a visible damage. It is stated in the instructions for use (IFU) of the cardiohelp (chapter "cleaning and disinfection") that the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in the IFU chapter "connecting the sensors" it is stated that the sensors must be kept clean. The review of the non-conformities has been performed on (B)(6) 2024 for the period of (B)(6) 2017 to (B)(6) 2024. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on (B)(6) 2017. Based on the results the reported failure "fluctuating pressure readings when moving the connection cable" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.